Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the date of manufacture of the device is unknown. The date listed is the date when abbott diabetes care became aware of the issue. All pertinent information available to abbott diabetes care has been submitted. This MDR is related to MDR no: 2954323-2015-00453 and involves the same meter ((B)(4)).

Event description:
Customer's caregiver reported that on (B)(6) 2015 customer's adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported customer experienced "weakness", was "sleepy", had "no force in her hands" and subsequently lost consciousness. Customer was taken to a hospital where she was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.